Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that a patient was under anesthesia in the operation room. During the anesthesia the spo2, ECG curves and bt disappeared from the monitor. The patient had no palpable pulse which caused CPR to start. A defibrillator was connected. The button for "start/stop" of nibp was "greyed out" and could not be pressed. The EKG and spo2 curves came back after a while, but it was still not possible to press "start/stop" for nibp. CPR was stopped when palpable pulses could be felt again.

Manufacturer narrative:
The device was not returned to the factory for evaluation as the field service engineer (fse) was already onsite and tested the device together with the biomed after the incident with no observations regarding the functionality. When changing the msl cable between fms and host monitor mp70, the x2 attached to the fms connected to the monitor properly and no inops were visible. However, they noticed that some msl cables were not attached and secured correctly in the chassis of the fms/host monitor. The cables were secured to prevent future disconnects. The fse stated that the msl cables in use in that ward are old and that the msl cable connector on the fms side can become loose and not fully connected. The fse asked the onsite biomed to change the msl cables and also to inform the staff to make sure the x2 monitor is connected properly in the fms and that the msl cable is securely fastened on both the host monitor side and the fms side. The staff has discussed this and will observe the instructions to prevent possible future issues. The device remains at the customer site. Although the reported issue was most likely caused by a loose msl connection and although the fse found the device to be operating as specified and expected, a malfunction of the product cannot be ruled out. No further investigation or action is warranted.